Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).

Event description:
The physician reports performing cataract surgery with attempted implantation of a crystalens. During the insertion of the first lens, the lens twisted upside down. The surgeon was unable to reposition the lens and subsequently removed it. Insertion of a back-up crystalens was attempted, but the lens was inserted upside down and could not be repositioned. Upon removal of the second crystalens the capsular bag was found ruptured. A vitrectomy was performed. A sulcus lens was successfully implanted. This report refers to the back-up lens. Reference MDR # 2031924-2011-00026.